Event description:
It was reported to philips that a sheet had been caught in the system's c-arm, which prevented cranial or caudal movement. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the issue occurred after completing the procedure while transferring the patient-to-patient bed. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon troubleshooting actions, the fse found linen caught between the bearing and the bearing track of the c arm near the x ray tube. To resolve the issue, the fse rotated the c arm to the 90 degree position, disengaged the drive motor, removed as much linen as possible with tools, and then applied sufficient force to pull the remaining linen from under the bearing. After repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.